Manufacturer narrative:
(B)(4).

Event description:
The hcp suspected that the catheter may have fractured. An MRI was planned to try and determine where the tip of the catheter was. Additional info has been requested, a follow-up report will be sent if additional info becomes available.